Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of infection and impaired healing are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient did not properly heal with an ambicor penile prosthesis (app) and could not operate it adequately. A revision surgery was performed in which the existing app was removed a new inflatable penile prosthesis (ipp) was implanted. During the procedure, a washout was performed due to a potential infection. There were no further patient complications.

Event description:
It was reported that the patient did not properly heal with an ambicor penile prosthesis (app) and could not operate it adequately. A revision surgery was performed in which the existing app was removed a new inflatable penile prosthesis (ipp) was implanted. During the procedure, a washout was performed due to a potential infection. There were no further patient complications.